Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient was received several shocks from their device and was hospitalized. Upon device data review, it was determined that the patient had several instances of supraventricular tachycardia that were inappropriately treated with anti-tachycardia pacing (atp) and electric shocks. Additionally, high out of range pacing impedance (>2500 ohms) and high, out of range shock impedance (>200 ohms) was observed from the right ventricular (rv) lead. It was alleged the rv lead had fractured. The physician elected to surgically cap and abandon the rv lead and explant the device. A new device and rv lead were subsequently implanted to resolve the event. The physician is also managing the patient's medication to control atrial arrhythmias. The rv lead remains implanted, but capped and out of service and the device remains retained at the hospital. The patient was stable with no additional adverse consequences. Additional information was requested regarding the device serial number, but has not yet been received.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. The defibrillation testing confirmed the device had delivered a code 1005, indicative of an open circuit condition. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient was received several shocks from their device and was hospitalized. Upon device data review, it was determined that the patient had several instances of supraventricular tachycardia that were inappropriately treated with anti-tachycardia pacing (atp) and electric shocks. Additionally, high out of range pacing impedance (>2500 ohms) and high, out of range shock impedance (>200 ohms) was observed from the right ventricular (rv) lead. It was alleged the rv lead had fractured. The physician elected to surgically cap and abandon the rv lead and explant the device. A new device and rv lead were subsequently implanted to resolve the event. The physician is also managing the patient's medication to control atrial arrhythmias. The rv lead remains implanted, but capped and out of service. The patient was stable with no additional adverse effects reported. The device information was recently provided and the device was received for analysis.